Event description:
Information received by medtronic indicated that the battery cap contact were damaged. No harm requiring medical intervention was reported. Troubleshooting was not performed; however, it was unknown whether the customer will continue use of the device or not. The product will not be returned for analysis.